Manufacturer narrative:
The product has not yet been returned to medtronic's us service depot for analysis. Upon completion of analysis, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information reporting that during preoperative use of this 560 bioconsole, after the unit was turned on, the external drive motor (edm) was running to the maximum speed. The perfusionist changed out the edm with a second edm, and the second edm did not run. The bioconsole was changed out with another and the second edm reportedly performed as expected with the new instrument. The issues occurred prior to the procedure and there were no resulting adverse patient effects. The instrument will be returned to the us cv service depot for analysis.

Manufacturer narrative:
Upon receipt at medtronic's us cv service depot, the reported reason for return was confirmed. The service technician found that the external drive did not start in all positions. When it did start, it ramped up to maximum rpms (revolutions per minute). The mp module board (motion/pressure module) was replaced to resolve the issue. Subsequently, preventive maintenance and final performance tests were performed. There were no additional anomalies identified. Instrument service was completed in the cv service depot and the service case was closed on (B)(4) 2014. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. At this time medtronic is not aware of any pattern of similar events. We will continue to monitor for trends. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that during preoperative use of this 560 bioconsole, after the unit was turned on, the external drive motor (edm) was running to the maximum speed. The perfusionist changed out the edm with a second edm, and the second edm did not run. The bioconsole was changed out with another and the second edm reportedly performed as expected with the new instrument. The issues occurred prior to the procedure and there were no resulting adverse patient effects. The instrument was returned to the us cv service depot for analysis.